Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary, method codes, result codes, conclusion codes update. Device evaluated by MFR.: promus element mr ous 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. Proximal strut segment 5 was damaged with one strut lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the left anterior descending (lad) artery. After deploying a 2.75x32mm promus element plus stent to the mid segment lesions in the lad distally, a 3.50x38mm promus element ¿ long stent was advanced to mid lad proximally; however, resistance was encountered during delivery and upon removing the device to do pre-dilatation again, the stent strut was noted to be damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the left anterior descending (lad) artery. After deploying a 2.75x32mm promus element plus stent to the mid segment lesions in the lad distally, a 3.50x38mm promus element ¿ long stent was advanced to mid lad proximally; however, resistance was encountered during delivery and upon removing the device to do pre-dilatation again, the stent strut was noted to be damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.